Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and did not note any events that indicated and/or contributed to the device powering off at random. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported device powering off at random was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would shut down at random. There was no known patient injury or medical intervention associated with this event. No additional information is available.